Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection. Reportedly, the patient's pulmonary valve was infected. There were no additional adverse patient effects reported. The crt-d was explanted.